Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of explant is estimated.

Event description:
Product manufacturer reference number: 1627487-2019-08669. It was reported that the patient was not getting adequate therapy. As a result, the product was explanted sometime in 2012.